Event description:
It was reported that during a case, the machine unexpectedly went into apnea ventilation mode. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.